Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found.(B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the leads were attempted but not used due to oversensing, dislodgement, no capture and possible damage/crush at implant. Additionally, it was reported the device was attempted but not used due to sensing difficulty/oversensing, no output. Neither of the leads or the device were implanted. There were no patient complications reported due to this event.